Event description:
The customer reported the ventilator failed during extended self testing (est). The ventilator was not in use on a pt, therefore there was no pt harm. The respironics service technician was able to duplicate the reported problem. During testing the exhalation pressure would not drop to within the specified range. The service tech replaced the three station solenoid assembly to correct the problem. Est and performance verification testing was performed and the unit passed per operating specifications.